Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded lcd board. It was unable to verify the unexpected restart error alarm due to the unresponsive keypad/button. No moisture damage found on keypad traces. The device also had a cracked display window corner and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer jumped into the pool wearing the insulin pump. The mother also reported that they received an unexpected restart alarm when removing and reinserting the battery. She stated that they could see fluid under the screen. Customer's blood glucose value was 202 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.